Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station experienced a communication issue after brief power outage. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 04-jun-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had communication issue. The technical support specialist confirmed after restored power outage the issue had been resolve. The system functioned as intended after the technical support specialist verified the device.